Event description:
Boston scientific received information that during a normal patient follow up, this implantable cardioverter defibrillator (ICD) displayed the fault code 1003 and the warning message that the voltage was too low for the projected remaining capacity. A memory download was performed and sent to boston scientific technical services (ts) for further evaluation. No adverse patient effects were reported. No adverse patient effects were reported; however, the patient was hospitalized as a precaution as they are pacemaker dependent. A boston scientific engineer reviewed the data and discussed that the battery is showing a high current drain and should be replaced as soon as possible. This information was reported to the physician. A revision procedure was performed and the ICD was successfully replaced. No additional adverse patient effects were reported as a result of the procedure. The ICD will be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.